Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer (fse) identified that the full height matrix drawer solenoid assembly was faulty and the spindle and spring was not responsive. Fse replaced the spindle and spring to resolve the issue. Fse also verified the functionality of cables and light emitting diodes. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 had failed. The device indicated an obstruction and instructed the user to clear it. Although the failed drawer was successfully resolved, it was noted that when attempting to pull items from the drawer, it did not pop open on its own. The drawer appeared to have a mechanical issue, though it could be fully pulled out manually and closed properly, with no sounds of rubbing detected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.